Manufacturer narrative:
(B)(4). The customer reported the display is white when the device is powered up. There was no report of pt involvement. The device was not evaluated by philips. Philips provided the customer with a repair quotation, but the customer did not accept. The device remains at the customer site. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available information.

Event description:
The customer reported the display is white then the device is powered up. There was no report of pt involvement.